Event description:
Incorrect joint behaviour: the x3 had an electronic failure customer fell, joint remained stiff at 90°. There again after connecting the battery charger. When reading out using the datastation, the socket collision had to be checked again since a contact was displayed, but this is not possible. The connection with the datastation is lost after the collision test. The joint did not extend during walking, resulting in falling on a lawn. Skin abrasion and contusion of the knee contralateral side.